Event description:
Routine investigation when a complaint was received that a consumer received e2 messages on precision qid blood glucose meter and consumer was unable to perform a blood glucose test. The consumer's family member was the reporter and gave very little information other than consumer was unable to perform a test and went to the hospital and was admitted. Any attempt to obtain additional information was denied.